Event description:
Related manufacturer reference number: 1627487-2021-16231, 1627487-2021-16232, and 1627487-2022-00800. It was reported that during the procedure to replace the t12 lead with high impedance, the other leads became tangled and the physician ended up replacing all the leads. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.